Event description:
The patient reported that their blood glucose level was greater than 250 mg/dl while wearing the pod between 1 and 4 hours. No information was provided on how hyperglycemia was treated.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error, and no hazard alarm was generated by the pod during its operation. The pod communicated with the master pdm during the investigation. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). The pod was properly communicating with the cgm, receiving valid egvs during use. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be kinked. It is unknown how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s908usqs8eyc1 smartphone hardware: sm-s908u cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.